Manufacturer narrative:
Concomitant medical products: product ID: 3987a, lot#: n0036247, implanted: (B)(6) 2005, product type: lead. Other relevant device(s) are: product ID: 3987a, serial/lot #: n0036247, ubd: 27-jun-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during a routine battery replacement it was determined one of the leads was unable to be used. Lead was implanted in 2005. High impedances were noted. The issue was resolved at the time of the report. No symptoms were reported.